Event description:
The reporter called regarding b. Braun stimuplex a needle. The caller mentioned that the user facility received a letter from the manufacturer stating the device has been recalled. She also mentioned that the device is not used in the facility.